Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged implant loosening could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added d1: brand name d9. Device available for evaluation updated to no g3: date received by manufacturer added g6: type of report added h2: follow-up type added h3: device evaluated by manufacturer updated to no h6: type of investigation code updated to add 4110: trend analysis h6: type of investigation code updated to add 4117: device not accessible for testing h6: investigation findings code updated to 3221: no findings available h6: investigation conclusions code updated to 4315: cause not established h10: additional narratives/data.

Event description:
It was reported that the patient has an alleged infection. A revision surgery was scheduled and then cancelled. No revisionsurgery has been rescheduled. Attempts have been made and no other information has been made available.

Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly.

Event description:
It was reported that the patient has an alleged infection. A revision surgery was scheduled and then cancelled. No revision surgery has been rescheduled. Attempts have been made and no other information has been made available.